Event description:
It was reported that the customer went to the emergency room and was subsequently admitted to the intensive care unit (ICU) with a blood glucose (bg) level of 950 mg/dl and vomiting and with high ketones, which were identified as dangerous by a healthcare professional. Reportedly, pump supplies were used beyond labeling. Customer was treated with intravenous fluids of saline and insulin to address the elevated bg. At the time of the report to tandem technical support the customer was still admitted to the ICU. Recommendation was made to consult with a healthcare provider regarding diabetes management.